Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/20/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received six inappropriate treatment shocks. It was reported that the patient was in the hospital at the time of passing and that resuscitation efforts were made. On (B)(6) 2018 lifevest first detected an arrhythmia while the patient was in asystole with CPR artifact. The patient was then treated, and the rhythm at the time of the arrhythmia is unknown as CPR artifact obscured the patient's rhythm. The post-shock rhythm was asystole with CPR artifact. The lifevest delivered five additional treatment shocks while the patient was in asystole with CPR artifact. Following the treatments, the patient remained in asystole. The electrode belt was disconnected and the patient subsequently passed away on (B)(6) 2018. CPR artifact contributed to the false detections. There is no indication that the lifevest caused or contributed to the patient's death, as the patient's rhythm degraded from a life-sustaining rhythm to asystole, a non-shockable and non-life-sustaining rhythm, prior to the treatment shocks.